Event description:
The reporter contacted animas on (B)(6) 2015 alleging a prime (loss of prime) issue. The reporter stated that the patient had a blood glucose (bg) of 19mmol/l with polydipsia and unspecified number of ketones. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. Customer support (cs) completed troubleshooting the patient is not using cartridge per IFU. This complaint is being reported because the patient allegedly experienced hyperglycemia related to use error in not using the cartridge per IFU.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (patient not using the cartridge per IFU).

Manufacturer narrative:
(B)(4)